Manufacturer narrative:
Patient¿s identifier and weight is not provided for reporting. Patient¿s age is reported as over 40 years old. Patient¿s date of birth is not provided for reporting. Additional device product code: hwc. (B)(4), lot number unknown. Original implant date is sometime around the 3 weeks prior to revision surgery. Not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient suffered from infection at 3 weeks post initial surgery. Revision surgery of open reduction internal fixation of proximal ulna took place on (B)(6) 2017 due to infection and tips of the 3 screws protruding into joint surface affecting movement. During revision surgery, the surgeon was tightening the existing screws in the plate, he noticed that the two most proximal 2.7 variable angle (va) locking screws on the ulna plate were not engaged. These were replaced with two new 2.7mm va locking screws that also would not engage in the plate locking mechanism. These were subsequently exchanged for 2.7mm locking compression (lcp) locking screws that maintained some engagement with the plate. The surgery was prolonged by ten (10) minutes. Surgeon commented the plate could have been damaged by the initial operating surgeon or that the angle may have been drilled outside the 30 degree area of angulation. Per surgeon the patient may require more procedures to deal with infection that may affect fixation. It is expected that there will be an extended healing time for this due to infection complication. This report addresses the intraoperative issues which occurred during revision surgery. The postoperative event of infection and backed out screws has been reported under (B)(4). Concomitant devices reported: screws (part # unknown, lot # unknown, quantity unknown), plates (part # unknown, lot # unknown, quantity 3). This report is for one (1) 2.7mm/3.5mm va-lcp olecranon plate. (B)(4).

Manufacturer narrative:
Based on the received x-rays we are not able to confirm the complaint description. The root cause is unknown due to material not returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.